Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter powered on with button depression and with insertion of strips. Power issue with strip port was not observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
Customer reported that early in the morning of (B)(6) 2011 he noted a port issue involving his freestyle freedom lite blood glucose meter, the first time he attempted to use it. He further reported "feeling low blood sugar" and subsequently experienced both a loss of consciousness and a seizure. No third-party emergent intervention was reported. Customer noted self-treating by eating oranges, once he woke up. There was no report of death or permanent injury associated with this event.